Event description:
Reporter indicated that immediately following the vns implant surgery, the patient developed a keloid over the generator incision site. In 2002, the patient's generator incision site was opening up and the generator was coming out. It was reported that at that time, there was fluid around the generator site and abscess, but no infection. The patient's parent was not aware of any injury that the patient may have suffered to the chest area that may have contributed to the condition, but did not mention that pt was a very active child. After 2 months, the patient underwent surgery to move the generator under the muscle. The next month, the genrator incision site again began to open and an abscess was starting to develop. Oral antibiotics (augmentin) was prescribed. The patient has reportedly had good seizure control with the ncp system. Both the generator and lead were explanted. It was reported at the time of the explant that an infection was present. A questionnaire was faxed to the treating physician in an attempt to obtain add'l info with no response to date.